Event description:
It was reported that customer reported issue with the unit, rep did some t/s and water test, unit passed. Troubleshooting was performed and the issue was resolved. No medical impact or medical intervention reported. Used with male wicks. Per customer's daughter via phone on (B)(6) 2026, it was reported the unit is suctioning. She says that sometimes it suctions a little hard. She also mentioned that the tubing turned blue and her father itches sometimes, but she does not know if it is from the wicks or him being shaved. I told her to keep an eye on it and to watch for any irritation in the genital area. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported issue with the unit, rep did some t/s and water test, unit passed. Troubleshooting was performed and the issue was resolved. No medical impact or medical intervention reported. Used with male wicks. Per customer's daughter via phone on 26mar2026, it was reported the unit is suctioning. She says that sometimes it suctions a little hard. She also mentioned that the tubing turned blue and her father itches sometimes, but she does not know if it is from the wicks or him being shaved. I told her to keep an eye on it and to watch for any irritation in the genital area. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.the DHR review could not be completed because the provided lot number was invalid.UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.